Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, detected on (B)(6) 2023, confirming the clinical observation. The device was implanted for approximately 104 months. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. All therapy and diagnostic functions were available and worked as expected. The overall measured current consumption was normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The battery was opened to inspect the individual components of the battery. These were as expected in accordance to the battery state of charge. There was no indication of a battery failure. In conclusion, the clinical observation could be confirmed. However, despite a thorough analysis of the ICD and its components no conclusion can be drawn regarding the root cause. After eos reset, the device function was normal and as expected. Therefore, external influences such as a procedure using strong magnetic fields or an unfavorable magnet application could be considered as the cause of the clinical observation.

Event description:
It was reported that the device was explanted due to eos status which was observed since (B)(6) 2023. No adverse patient events were reported. Should additional information be received, this file will be update.